Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure to treat benign prostatic hyperplasia (bph), the fiber forward fired. The fiber was replaced to successfully complete the procedure. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, the reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that there were no breaks of visible damages, so the reported event is not confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The glass cap exhibited moderate devitrification and the metal cap exhibited moderate detritus adhesion on its surface, indicative of prolonged tissue contacts. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a greenlight procedure for the treatment of bph, there was a forward firing. The procedure was completed successfully with a second fiber. There was no patient complication.